Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinician contacted technical services (ts) to discuss the reason the smartpass feature had been automatically turned off in the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts discussed that the smartpass feature was disabled due to low amplitude and longer intervals. Ts discussed that the smartpass feature can be programmed back on when the patient is in the clinic again. The pacemaker technician noted that patient received an inappropriate shock due to oversensing of myopotential noise almost one year earlier, however at this time there has been no further inappropriate therapy from the s-ICD. The device remains in service and no adverse effects have been reported.